Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #2 triathlon tibial baseplate. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had osteo sarcoma initially. Patient's right primary triathlon knee was revised due to tibial baseplate subsiding. Patient had a ps femur, and a 27mm patella (patella was not touched during revision) a #2 femur. A #2 tibial baseplate and 13mm poly were explanted. Put in revision tibial components - patient revised to a #2 triathlon universal baseplate and a 12mm x100 mm cemented stem and a 10mm medial augment, 5mm lateral augment and 18.5mm cement restrictor and a #2 11mm ps poly.